Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found some cosmetic damages. On investigation the pump powered up with appropriate audio alert but no vibration alert. When the pump casing was opened the contacts to the vibrator motor were found out of alignment. The vibration motor was fully functional after the contacts were realigned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was reported that vibration had been not working for some time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.